Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective lighting of the led was due to failure of the front panel unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited missing led indicator lights. There were no reports of patient involvement.